Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. No setting anomaly noted after changing the battery. However, the insulin pump was received corroded battery tube and slight corroded battery tube spring. No moisture damage noted was found on the electronic assembly. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of blank display and damage on the insulin pump. The customer's blood glucose reading was 132 mg/dl. The customer stated that the pump turned off and she lost all the settings. The customer mentioned that there is fluid in the battery compartment. The customer stated that she smelled a bad odor when she cleaned the battery compartment. The insulin pump was returned for analysis.